Event description:
It was reported the pt is no longer receiving stimulation and was unable to communicate with or charge her ipg using multiple devices. The pt indicated the ipg is now laying flat in the pocket. The sjm rep met with the pt and confirmed the issue. Also, the pt's programmer displayed a communication error message. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.